Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported symptom of inoperable keys which was reproduced during evaluation. The first soft key, number 0 and number 1 keys were found inoperable. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that not all of the keys were working on a spectrum infusion pump. There was no patient involvement, injury, or medical intervention associated with this event. No additional information is available.